Event description:
It was reported that the patient lost therapeutic effect following a fall. Reporter states they fell on their right side and they can now feel a 'wire is loose' and the lead is 'moving around back there'. Per the reporter, they had an infection at the lead site since the device was implanted; there is concern since the reporter no longer has insurance. Additional information has been requested, a follow-up will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).